Manufacturer narrative:
Correction: on initial MDR the initial reporter phone number, (B)(6) was an error. It should have been (B)(6) on initial MDR. A qualified cartridge and viscoelastic were indicated with a non-qualified handpiece. The root cause for the reported scratch may be related to a failure to follow the instruction for use (IFU). The indicated handpiece is not qualified for use with company lenses. Company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provide that in surgeons opinion, likely contact with inserter or surgical instrument caused or contributed to the scratch. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens (iol) implantation procedure, patient experienced hazy vision as well as lot like floaters. Small scratch on central button of optic was also noted. Additional information received stated that, patient's right eye was involved. The iol was explanted and replaced with another iol in a secondary procedure. In the surgeon's opinion likely contact with inserter or surgical instrument caused or contributed to event. There was no patient harm after removal of lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).